Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st¿ lead, 50cm. Model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient underwent an explant procedure. No device malfunction was suspected.